Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an atrial lead revision because of failure to capture and intermittent sensing. Upon review of fluoroscopy, their lead was noted to be dislodged. The physician explanted and replaced the lead. The patient was in stable condition.